Event description:
It was reported an angio-seal was selected for use. Sometime after deployment, a pseudoaneurysm, two centimeter is diameter, developed at the level of the access site. The pseudoaneurysm compressed the venous system and common femoral vein thrombosis developed. The pseudoaneurysm was treated with ultrasound guided thrombin injection and the venous thrombosis was treated with oral anticoagulation medication. The patient was given anti-platelet and anticoagulation medication (doses unknown), and hospitalization was extended.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.